Event description:
It was reported that prior to starting a da vinci si surgical procedure that cables were broken on the inside of the tenaculum forceps instrument and it was not recognized. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. For clarification, the pitch cable was broken at the distal end. The cable segment that contains the crimp was still in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the instruments wrist were not damaged. Additional findings not reported were broken snaps and pins on the housing causing it to be loose. The housing had two snaps and four pins broken off. Engineering concluded the damage was likely due to mishandling. Also found were various scratches on the main tube showing light material removal and a rough surface finish. Engineering concluded the damage may be due to mishandling. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.